Manufacturer narrative:
Product analysis #(B)(4):the complaint indicated that prior to implant a "clock too slow" por (0x0002) was noticed upon initial I nterrogation of the device while still new in the box; then the por was successfully cleared with the 8840 programmer. At the start of analysis in the rpa lab, diagnostics taken with the rx1 programmer contained no record of por. An insr started charging the battery normally with no messages. Analysis of the ins ((B)(4)) found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that a por code was seen on a device. The por was cleared successfully. The por was 0x0002 clock too slow. The ins is being returned for analysis and was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.